Event description:
(B)(4). Constant pain stabbing pain in right side. My side constantly aches and radiates down to my feet in my pelvic area right where the essure is located. Continuous periods, 2 a month. Very painful periods now. More lethargic, less sex drive.